Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Addtional information was received that a replacement procedure was performed to access the out of range impedance issue. The pocket was opened and the leads were disconnected from the device and tested. All measurements were normal. The physician noted blood in the header. The device was explanted and a new device implanted and connected to the chronic leads. All measurements were then within normal limits. There were no additional adverse patient effects reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an out of range impedance measurement. There were no adverse patient effects reported. Additional information was received that the patient failed to come for the scheduled evaluation.